Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 212 mg/dl; cause was unknown however customer reported having low electrolytes. Customer attempted to bring bg level down by delivering a bolus. Subsequently, the customer was admitted to the hospital where an insulin drip was used to resolve the issue, and used manual injections. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage.